Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
An incident involving the following medical device: chu code: seringue 10ml 3p luer lock. Catalogue number: 305959. Reason : (B)(6) 2024 in oncopediatry : broken syringe screw in 4-way manifold. Proven consequences: equipment to be replaced. Have you recorded similar incidents on this batch or reference? The incriminated dm has been preserved. How can I get it back for expert appraisal? Can you tell me how to get or exchange it?

Event description:
No additional information.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Through visual inspection, the tip is observed to be damaged, verifying the reported incident. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including tip and thread verification testing. As the lot involved in this incident is unknown, a device history review could not be performed. Based on the available information, we are not able to identify a definitive root cause at this time as it may have occurred during the molding process due to a defective pin or due to excessive force used to engage the device. Complaints received for this device and reported condition will continue to be tracked and trended for future occurrence.